Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the paramedics were called and they treated her low blood glucose with food and drinks. The customer was experiencing low glucose for the past three to four weeks. Troubleshooting was performed, and the drive support cap appears to be normal. The programming was reviewed and the reservoir was showing the same amount of insulin as shown on the status screen. During the call, it was found that the customer had an infection on his foot and he was taken medicine for. The displacement test was performed and passed. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.